Event description:
It was reported that during a da vinci si lower anterior resection procedure, it was noted that the wires on the grasping retractor instrument were coming out at wrist. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Instrument has 6 uses remaining. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. Engineering concluded the damage was likely due to the instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012, isi contacted (B)(6) the initial reporter and she indicated that there was no report by the o.r staff that any fragments from the instrument fell into the patient and that there was no harm to the patient. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.